Event description:
New information received states that the device was explanted and replaced. The patient was doing well after the procedure.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a patient notification for non-sustained ventricular oversensing due to myopotential oversensing. The device was reprogrammed. Patient returned back to the clinic the next day due to another notification for non-sustained rv oversensing. Review of session record noted cross-talk. Further reprogramming was planned and remotely monitor device. Noise continued to be seen with remote monitoring. Device and lead will be replaced. Patient condition was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and cross-talk could be confirmed in the laboratory via review of device records. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined.